Manufacturer narrative:
The biomedical engineer (biomed) reported that the transport monitor (bsm-1733a) did not remain powered on when undocked from the host monitor. He tried replacing the rechargeable battery, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that the transport monitor (bsm-1733a) did not remain powered on when undocked from the host monitor. No patient harm was reported.